Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A territory manager reported a patient with blurry vision in the right eye 25 days post lasik. Patient reports vision has been blurry for 24 hours. Upon follow up, the patient is a surgical tech and is still functional, but has concerns about night vision. Based on refractions, the patient seems to be regressing and is not stable enough to do an enhancement. Patient is scheduled to see the surgeon. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. Log file review shows all laser system functions were within specifications for the respective treatment. No abnormalities that could have contributed to this event were found during review of the device history records. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).